Event description:
According to the reporter, during a procedure, upon opening the suture, it was found out that the needle was detached from the thread. Three additional sutures opened had the same issue. A new box of suture was opened to resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.